Event description:
The manufacturer received info alleging a caregiver received a shock from the bipap avaps c series while plugging the device into an ac outlet. The caregiver was admitted to the hospital and was later discharged. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.